Manufacturer narrative:
Na

Event description:
It was reported that the ventilator shut off with an audible alarm while connected to a pt.

Event description:
It was reported that the ventilator reset twice with an audible alarm. The patient was removed from the ventilator and was manually ventilated for the remainder of the flight. No patient harm reported. After the patient was dropped off, it was noted that the ventilator turned on by itself and the pigtail was sensitive to vibration and to touch.

Manufacturer narrative:
The memory board was not actually replaced as a precaution.